Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient presented to the emergency room (ER) with a return of severe spasticity. It was noted the pump was implanted almost 7 years ago. Neurosurgery was consulted to interrogate the pump to determine if the pump was functioning properly. A possible catheter dye study was to be scheduled on (B)(6) 2016. The patient was noted to be "alive - no injury". The catheter dye study was performed on (B)(6) 2016 and was unsuccessful. The neurosurgeon scheduled the patient for surgery. A free flow of cerebrospinal fluid (csf) was found with exploration. It was noted that the pump was replaced not due to malfunction, but due to the replacement indicator being in 9 months. It was noted that the patient was stable and was being monitored at the hospital. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.